Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device and the device may not be advanced out of the introducer sheath. Forceful advancement against this resistance may have contributed to the pusher assembly kink which was observed near the pusher assembly mid-joint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. After the pusher assembly mid-joint passed through the introducer sheath friction lock, the smart coil was able to advance through its introducer sheath without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral artery using a penumbra smart coil (smart coil), non-penumbra microcatheters, a non-penumbra balloon catheter and a guidewire. It was noted that the patient anatomy was mildly tortuous. During the procedure, the physician placed twenty-two non-penumbra coils and seven smart coils in the target location using a microcatheter. Afterwards, another smart coil would not advance at all within its introducer sheath; therefore, the smart coil was removed. The procedure was completed using another smart coil and the same microcatheters. There was no report of an adverse effect to the patient.